Event description:
The implants were successfully removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection, dimensional examination and a review of the raw material certificate of the returned device. Visual analysis of the returned sample determined that the locking screw is broken apart at the cross over from the shaft to the head. During the analysis no manufacturing related defects could be detected. Dimensional analysis did not detect any deviation from the specification. All relevant features were as far as possible checked and were found according to the specification. The review of the raw material certificate has shown that the correct material was used and the material was according to the norm 5832-11 for wrought titanium 6-aluminium 7-niobium alloy implants for surgery. The complaint is rated as confirmed as the screw is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The lot in question was manufactured in july 2020 with a lot size of (B)(6) and we are not aware of any other complaint for these article- and lot combinations. Based on these findings we exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, like the mentioned non-union did lead to a fatigue failure of the device. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: sterile part, part: 412.213s, lot: 7l12789, manufacturing site: selzach supplier: (B)(4), release to warehouse date: 28.jul.2020, expiry date: 01.jul.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part, part: 412.213, lot: 53p5061, manufacturing site: mezzovico, release to warehouse date:25 may 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual analysis of the returned sample determined that the locking screw is broken apart at the cross over from the shaft to the head. During the analysis no manufacturing related defects could be detected. The complaint is rated as confirmed as the screw is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The lot in question was manufactured in july 2020 with a lot size of 80 pieces and we are not aware of any other complaint for these article- and lot combinations. Based on these findings we exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, like the mentioned non-union did lead to a fatigue failure of the device. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No obvious material defects could be observed. The material could clearly be identified as tan by using edx analysis. The macroscopic investigation showed signs of wear and damages at the implant surfaces, but it is not possible to address those damages since the implant system was removed, and the damages could be due to the removal process. The present locking screw was fatigued by cycling overloading. The overloading caused the screw to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain and propagated through the screw diameter gradually diminishing the load bearing area until a final fracture occurred. A reason for cyclic overloading could be a missing consolidation of the bone or from an inadequate placement/arrangement of the implant system. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. For further details see attached report lab: additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: sterile part, part: 412.213s, lot: 7l12789, manufacturing site: selzach, supplier: früh verpackungstechnik ag. Release to warehouse date: 28.jul.2020, expiry date: 01.jul.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 412.213, lot: 53p5061, manufacturing site: mezzovico, release to warehouse date: 25 may 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, approximately three (3) months after the initial procedure the locking screw broke. On (B)(6) 2020 the patient underwent open reduction internal fixation surgery for her femoral neck fracture with fns implants. On (B)(6) 2021, the patient underwent the revision surgery removing the fns implants and replacing with the artificial bone head. This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 1 of 1 for (B)(4).